Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from june 23, 2022, to june 24, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo was showing fluid inside a bag that contained the device which suggested leak occurred. The reported condition was verified. The cause of the condition could not be determined by examination of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during production. This was observed during setup/preparation with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.